Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31788677l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contractions (pvc) ablation procedure with a qdot micro catheter and the patient experienced cardiac tamponade. During pvc procedure, while mapping the right ventricular outflow tract with an ablation catheter, cardiac tamponade occurred. A reduction in pericardial effusion was confirmed by echocardiography. As the patient¿s blood pressure was stable, the procedure was terminated as it was, and the patient left the room. No intervention was provided. The patient has since recovered, including overall condition. One transseptal puncture was performed. No ablation was done. The physician¿s assessment of the health problem is non-serious (moderate/minor). There were no abnormalities observed prior to or during use of the product. There were no error messages observed on biosense webster equipment during the procedure. Contact force monitoring methods: real time graph, dashboard, vector. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.